Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 749851, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3998, lot# l51187a, implanted: (B)(6) 1998, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. (B)(4).

Event description:
It was reported the patient was hospitalized due to severe pain and a bulge on the right side near the stimulator. It was noted the patient had x-rays, CT scan, and ultrasound performed and the patient was diagnosed with a severe kidney infection. It was reported the patient was wondering if ¿the wires got crossed.¿ it was noted the bulge may be a hernia. It was reported hernia surgery might be performed after explant if the pain does not subside. It was noted the symptoms presented in (B)(6) 2014 and the pain started gradually getting worse until a sudden increase one morning.